Event description:
The facility reported an infusion pump that "turns on and off at random". Info was not provided regarding whether or not the reported event occurred during a pt infusion. Although attempts were made by baxter, details were not provided regarding additional contact info, pt demographics, medication involved, or device programming. The hospital rep stated they have no record of any pt incident since the last baxter service event.